Event description:
It was reported that the ventilator exhibited problems. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The issue with expiratory cassette was reported. The device failed to meet its specifications. There was no patient harm. There have been no adverse event sustained as a result of the issue. Based on technician statement, the inspiratory channel printed circuit board has been replaced. The issue has been resolved and the device was delivered to the user in working condition. Inspiratory channel printed circuit board is connector board including connectors for: turbine module, o2 gas module, o2 cell, o2 evacuation fan, inspiratory flowmeter and safety valve. The ambient air temperature and humidity sensor is located on inspiratory channel printed circuit board. The gas temperature is used as input to volume calculations and for supervision of the temperature delivered to the patient. The issue was reported to competent authority in abundance of caution as defective inspiratory channel printed circuit board may in some cases affect essential functions of the device and represent a reportable event. The root cause has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 04/02/2020. Corrected manufacture date: 03/26/2020. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.